Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer's daughter reported customer was not able to test his blood glucose due to missing calibrator and blister pack in the precision xtra meter package. Customer's daughter reported customer experiencing symptoms of hyperglycemia. Customer was taken to a mobile infirmary where he was diagnosed with diabetic ketoacidosis and treated with insulin shots.